Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer test failure occurred during pre-use check (puc). Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the issue was resolved by cleaning of inspiratory pipe and expiratory cassette membrane. At the time when the decision was taken to report this issue the information about solution was unknown. We do not consider issue with inspiratory pipe and expiratory cassette membrane as a safety related. It is worth to note that pre-use check (puc), which should always be performed after turning on the ventilator (always before connecting the ventilator to a patient) includes tests which pressure deviation. The issue was reported to competent authority in abundance of caution as pressure transducer test failure may in some cases, represent a reportable event. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown corrected usage of device: reuse

Event description:
Manufacturer's ref. #: (B)(4).